Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. The reported alarms for low o2 concentration was confirmed in the event log. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. It was noted in the test log that the latest pre-use check prior the event was performed on (B)(6) 2022. Several ventilation starts have been performed since then. If the ventilator has been in continuous use for an extended period, the measured o2 concentration may drop due to normal degradation of the o2 cell. Nuisance alarms can be generated in this situation. As stated in the user¿s manual, it is important that before using the ventilator, a pre-use check should always performed to make sure the o2 cell is properly calibrated. The o2 cell is a measuring device for the inspired oxygen concentration only and is not involved in the regulation of the inspiratory gas flow and gas mixture. The conclusion is that there are no indications of ventilator malfunction. The alarms for low o2 concentration was a measuring issue due to an uncalibrated o2 cell. The user has been informed of the importance to perform a pre-use check before connecting the ventilator to a patient.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #:(B)(4).